Event description:
It was reported to philips that the azurion device would not boot up. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote technical assistance inspected the system on-site and confirmed that suite computer will not boot. Upon functional test remote technical assistance found that suite pc wasn¿t booting. Remote technical assistance replaced suite pc . After replacement suite pc the system was returned to use in good working order. The codes were updated based on the investigation outcome.